Event description:
The customer experienced severe hypoglycemia. He had low blood glucose for four hours and was laying on the floor trying to get something to eat. A neighbor called an ambulance. His blood glucose was 18mg/dl and he stated his meter was reading incorrectly. Specific information was not provided. The customer was given IV glucose and then ate something. The test strip information was not provided. The strips were not expected to be returned. A new meter was sent to the customer.